Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease flat observed. White particles on the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Patient reported, left side "capsular contracture, baker grade iii". Healthcare professional, later reported, capsular contracture, baker grade IV. The device has been explanted and was not replaced.

Event description:
Healthcare professional later reported left side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, e1, g2, h6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side "capsular contracture baker grade iii." Device remains implanted.